Event description:
It was reported that the customer had low blood glucose levels of 34 mg/dl. The customer was hospitalized due to low blood glucose levels. Troubleshooting was done. The customer was advised that the insulin pump would be replaced for her peace of mind. The customer was advised to speak to the health care provider regarding the low blood glucose levels. No additional information was provided.

Manufacturer narrative:
Additional information has been updated which was not included with the initial medwatch report. The information has been provided with this report.the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No cosmetic damage noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.